Event description:
It was reported the patient had a cerebrospinal fluid leak during the permanent implant procedure. It was reported the issue occurred when the 6 inch epidural needle was used. The patient had some nausea after the surgery, but the symptom has resolved. Add'l follow up found the pt was still asymptomatic.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.